Event description:
It was further reported that the patient had a ventricular tachycardia (vt) storm so had received a large number of appropriate high voltage shocks. Also, the patient is scheduled for a heart transplant so the device will not be replaced.

Manufacturer narrative:
Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found.

Event description:
It was reported that the device battery voltage rapidly depleted. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).